Manufacturer narrative:
On may 4, 2021, the mentor failure analysis lab has received the device for evaluation. On may 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the initial reason why the patient underwent revision surgery was that, they also experienced right breast firmness, right breast capsular contracture (baker grade unknown), and bilateral breast double bubble. As a result, alongside the bilateral removal and replacement, the patient also underwent bilateral anterior capsulectomy, bilateral inferolateral capsulorrhaphy. Reason for device explant and/or reoperation: double bubble effect. Complications on the right breast/implant will be reported under mrn: 1645337-2021-04952. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with a 450cc mentor memorygel breast implant on the left breast, suffered left breast implant rupture, post-procedure. The patient was undergoing implant exchange surgery on (B)(6) 2021 when the rupture was discovered. Subsequently, the patient underwent bilateral removal and then bilateral replacement with non-mentor implants.